Event description:
It was reported on (B)(6) 2015, intraoperative c-arm fluoroscopy appeared to show that the 6.5mm recon locking screws from the lateral entry femoral nail were failing to properly engage the proximal recon holes in the nail. The surgeon ended up questioning the possibility of the nail being twisted or bent during insertion. The nail was removed from the patient and the cannula position through the targeting arm and into the nail¿s locking holes was verified to be correct. Another attempt was made. The screws still appeared to be into the femoral head, but posterior to the proximal nail, all devices were successfully removed. The surgeon opted to remove the nail and proximal screws again and abandon them in favor of using the trochanteric fixation nail (tfn) tfn-a nail system to fix the fracture and finish the case. The tfn-a nail went in perfectly with no problems or delays. The surgeon was happy with the outcome of the surgery and the original lateral entry femoral nail in question was not implanted in the patient; however, the surgical time of the procedure was increased due to questions about the original femoral nail. It is important to note that the patient's stature was not conducive to proper table positioning and thus made it difficult to gain a satisfactory fluoroscopic imaging throughout the case. It is confirmed that the "jig bolt" came loose and was causing motion in the nail; as a result the surgeon could not get the recon screws through the nail. There was a 30 minute delay to the procedure because the surgeon was considering of an alternate method to approach this procedure. He chose to use the tfn-a system and the alternative method was successful. Upon inspection, it was reported that the lateral entry femoral nail did not seem bent or twisted. This report is 3 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Surgical intervention (removal of initially placed hardware during surgery and implantation of alternative devices). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.